Event description:
It was reported that the patient had frequent ipg charging for longer periods of time. It was stated that the patient would charge up to the third bar however, it would only last for a few days. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.